Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. In (B)(6) 2018, the recipient was given antibiotics and the infection resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced an infection, which was believed to be device related. On (B)(6) 2018, the recipient's device was explanted. The recipient was given antibiotics and the issue resolved. On (B)(6) 2019, the recipient was reimplanted with another advanced bionics cochlear device. The recipient is doing well. The recipient¿s device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. No further information will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.